Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Empty test strip vials returned (2 vials - lot# pt2639 and ps2568)- unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of erratic results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 130-140 mg/dl fasting. Reviewed meter memory: (B)(4) customer states he has a concerned with 269, 296, 292, and 217 mg/dl. Customer performed a back to back blood test and received a result of 292 mg /dl at 02 :00 am fasting and 116 mg /dl at 02:02 am .customer does not have vial of strips available at this time to provide information.